Event description:
Procedure: colectomy. Reportedly, there was bleeding from the staple line. This "hemorrhage" was after completion of application to the mesenteric pedicle. This required "re-intervention" to remove the blood clots and redo the hemostasis. The patient left the hospital a week later without complication.